Event description:
One patient sample with discrepant free t4 results, initial result 19.3 pmol/l. Same sample repeated using different method gave result of 6.6 pmol/l. If additional information is received, appropriate notification will be provided.